Manufacturer narrative:
Per the manufacturer's subsidiary, the message was cleared but reappeared. The user facility's local service engineer checked the hlm and there were no failures of the power supplies identified. The power manager and both power supplies were returned to the manufacturer. Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the heart lung machine (hlm) displayed a 'battery cannot be fully charged' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected both power supplies to lab use only (luo) testing equipment and powered them on. The pst observed that the power supply fan worked on one and did not work on the other. The voltage reading each time on both power supplies was less than 0.002 volts direct current (vdc) which was outside the specification range of 23.3-25.7 vdc. It was determined that the power supplies did not meet specification. The power manager board was connected to luo testing equipment and was found to function correctly and charge a set of batteries normally. The power manager board did meet specification.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on 15jul2022, the team at the user facility experienced a problem with their heart lung machine (hlm) while on cardiopulmonary bypass whereby the message 'battery cannot be fully charged' appeared. There was no loss of alternating current (a/c) power, no change out, no delay, no blood loss, and no adverse event, and the surgery was completed successfully.